Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was a heavily calcified, 99% stenotic lesion in a tortuous right coronary artery. After predilation the physician attempted to cross the lesion with a taxus express2 2.5 x 16 mm stent, however, significant resistance was encountered. Consequently, the stent could not cross the lesion. After the removal of the stent the physician discovered that the struts had flared out. The physician then decided to predilate the vessel and was able to successfully cross and deploy four taxus stents. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good."